Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. He complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. The probable cause is due to solvent application error during manufacturing. During the filling process, a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond.

Event description:
It was reported that there was liquid leakage from the fused part of the tube connector. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.